Event description:
It was reported that during an angioplasty procedure, when dilating the patient's stenosis vessel, ultrasound exploration showed that the pta balloon allegedly could not be retracted and remained dilated after being damaged and could not be withdrawn. Furthermore, the surgeon retracted after the extracorporeal puncture punctures the balloon. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one conquest catheter was returned for evaluation. Stretching and kinks were noted on the catheter shaft and the balloon had frayed fibers and fiber disturbance. The balloon also appeared to be in a partially inflated condition. No other anomalies were noted during the visual evaluation. No functional testing was performed due to the nature of the complaint and the device's condition. One image reviewed. The image provided is an ultrasound image of a balloon catheter within a vessel. The balloon appears to be partially dilated. No other anomalies noted. One photo was reviewed. The photos showed the balloon within the protective tubing within the package, the balloon was noted to be partially inflated and appeared bloody. No other anomalies noted. Per the reported event, the user facility punctured the balloon to deflate the balloon. There is no significant evidence of any damage noted in the submitted photo and radiographic image. However, during the sample evaluation, the catheter shaft was noted to be stretched and kink and frayed fibers and fiber disturbance. Hence, the investigation was confirmed for the reported removal difficulty and identified catheter stretching and frayed fibers of the balloon. The investigation for the reported deflation issue remains inconclusive as the functional testing couldn¿t be performed due to the device's condition. A definitive root cause for the reported deflation issue and removal issue, identified catheter stretching and frayed fibers could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo and image were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 02/2026) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, when dilating the patient's stenosis vessel, ultrasound exploration showed that the pta balloon allegedly could not be retracted and remained dilated after being damaged, and could not be withdrawn. Furthermore, the surgeon retracted after the extracorporeal puncture punctures the balloon. The procedure was completed using another device. There was no reported patient injury.